Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 8 months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed a proximal endoleak. Reportedly, during routing follow up the endoleak was observed; the patient was asymptomatic. The physician elected to treat the patient with a suprarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Still images were provided for clinical assessment and reviewed by internal medical director with the following impression: there is tortuosity of the iliacs and angulation of the main body of the aneurysm. These conditions can lead to endoleaks as the aneurysm remodels. There is no indication of a defect with the endologix device. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.